Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 215840 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 215840, test base part number 195-430h / lot 213687. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 215840 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the false results; however, it could possibly be related to self-test user performance or the specific patient sample.

Event description:
The consumer reported eight false negative results with the binaxnow covid-19 antigen self-test performed from (B)(6) 2024 on a nasal swab. This MFR. Report addresses test one (1) of eight (8). Confirmation pcr testing (platform - unknown) was performed on (B)(6) 2024 whose result came on (B)(6) 2024 which generated a positive result. The consumer stated the patient started getting symptoms (runny nose) on (B)(6) 2024 which she is still experiencing now. The consumer did not take any medication. No additional patient information, including treatment and outcome, was provided.